Event description:
The surgeon implanted a toric silicone lens model aa4203tf and was removed without patient injury. Contact stated the lens was implanted incorrectly and the surgeon decided to use a new lens. It was stated there was no product malfunction. The contact could not be recall the model and lot numbers of the cartridge and injector used during surgery.